Manufacturer narrative:
(B)(4).

Event description:
It was reported that "(B)(6) 2026, the anesthesiology department of (B)(6) reported that the hub of the cvc was found cracked during use on the patient." The user changed to a new set to resolve the issue. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer-reported cracked needle hub was confirmed through evaluation of the returned sample. Visual and microscopic inspection of the needle hub identified one crack at the injection molding gate location. The location and appearance of the crack are consistent with a failure mode associated with the manufacturing/ assembly process. Based on the customer report, evaluation of the returned sample, and input from manufacturing, the most likely cause of this complaint is manufacturing-related. The observed failure mode is consistent with the failure mode currently under investigation within the teleflex quality system. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "(B)(6) 2026, the anesthesiology department of (B)(6) reported that the hub of the cvc was found cracked during use on the patient." The user changed to a new set to resolve the issue. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".